Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his reservoir was leaking. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the reservoir leak. The leak was located where the two black o-rings are located. The leak was past the second o-ring. There was no fluid inside of the insulin pump since the reservoir was never inserted. The reservoir will be returned for analysis and a replacement reservoir will be shipped to the customer.

Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Conclusion: reservoir does not leaks and no air bubbles.